Manufacturer narrative:
Testing and investigation at the service center found that the device touchscreen responded when pressed. During a review of the device history touchscreen, buttonid: invalid were noted. The probable cause of the customer reported touchscreen does not respond was due to contamination on the touchscreen due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen does not respond. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.